Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used reservoir was inspected and no anomalies where found. Occlusion test was performed and no occlusion or leaks were noted.

Event description:
Customer reports to have high blood glucose of over 300 mg/dl. Customer reports of not getting insulin during bolus due to leak. Customer reports that leak is beyond the o-rings. Customer reports that liquid is visible at reservoir compartment only. Customer's blood glucose at time of call was 324 mg/dl. Customer was advised on possible causes of leaks. Customer was advised to return reservoir for analysis. No further information provided.